Event description:
Customer called to report that the cap piercer wash cup assembly of the unicel dxc 800 synchron system was leaking onto the capped sample tubes. Customer also stated that it appeared as though the cap piercer wash cup was not draining. On the same day, the field service engineer (fse) inspected the instrument and detected a low vacuum from the cap piercer. The fse then cleaned the drain line and the valve, and ordered additional parts to complete the repairs. The fse returned on the following day and rebuilt the cap piercer assembly. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The instrument issue was resolved after the field service engineer detected a low vacuum problem and performed the services on the cap piercer wash cup assembly. ((B)(4)).